Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 10/21/2025. Data was further reviewed. It was reported that an unspecified sensor issue occurred. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 10:22 pm on (B)(6) 2025. The session lasted almost 10 days and ended for unknown reasons on (B)(6) 2025 at 8:50 pm. There were no bg meter calibrations performed during the entire session. On the date of the alleged issue (B)(6) 2025) the user¿s estimated glucose value (egvs) breached the low threshold only once, hitting a low of 69 mg/dl. A low glucose alert was triggered accompanied by 100% audio. The alert was acknowledged approximately 10 minutes later. The root cause for the customer¿s experience is undetermined. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On or around (B)(6) 2025, the patient experienced a hypoglycemic event while actively using a continuous glucose monitoring (cgm) system. On the day of the event, the patient reported symptoms including shaking, feeling faint, and a loss of consciousness. An ambulance was called by a nurse; however, the location of the event and the reason for the nurse¿s presence remain unknown. Upon arrival, paramedics performed a fingerstick blood glucose test, which showed a reading of 97 mg/dl consistent with the cgm reading at the time. The patient was administered transcend glucose and subsequently recovered without requiring hospital transport. No additional treatment was reported, and the patient was discharged after approximately five hours of observation. There is no documentation indicating further medical evaluation or intervention was conducted. At the time of the report, the patient was feeling okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.